Event description:
The customer reported that the vertical column was not working properly. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a cable was broken inside of the column so he replaced the column, the column switch, and the ps3. The system operates as intended.